Event description:
It was reported that during an atrial fibrillation (afib) procedure, the catheter signal had much interference. The electric signal was sometimes interrupted. The celsius 4mm catheter was exchanged to complete the procedure. Upon request, additional information was provided on the event. The signal was interrupted during ablation on all channels, including the body surface (bs) ECG¿s and the intracardiac (ic) signals on both the carto and ep recording systems at the same time. The physician was not able to be interpret the bs and all ic recordings because of the presence of signal noise. The severity of the noise on all the channels on both the carto system and the recording system at the same time is indicative of a reportable event.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during an atrial fibrillation (afib) procedure, the catheter signal had much interference. The electric signal was sometimes interrupted. The celsius 4mm catheter was exchanged to complete the procedure. Upon request, additional information was provided on the event. The signal was interrupted during ablation on all channels, including the body surface (bs) ECG¿s and the intracardiac (ic) signals on both the carto and ep recording systems at the same time. The physician was not able to be interpret the bs and all ic recordings because of the presence of signal noise. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.